Event description:
It was reported that the device was at eri after 28 months and had long charge time of 15 seconds. Device was removed from service and subsequently tested out of specification at the manufacturer. No patient complications have been reported since the device was removed from service.